Manufacturer narrative:
During a surgery, it was reported that when the surgeon was removing the cannula, the tip broke off. A trephine drill was then used to remove the broken fragment. The investigation is ongoing, and once additional information becomes available, a supplemental report will be submitted.

Event description:
Cannula tip broken off in patient and was able to be removed.

Manufacturer narrative:
After the tip of the cannula was removed, the surgery proceeded without further incident. The scp procedure was successfully performed and per the surgeon. The patient has not postoperatively presented with any issues related to this procedure. The sales representative attending the case spoke about the experience and reported that the surgeon most likely manipulated the cannula in the foot with the accuport in place. Per the accuport IFU, do not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula. Do not attempt to redirect cannula while in bone. Remove the cannula from the bone and redirect to the desired trajectory through the same opening. Avoid creating additional channel to reduce extravasation.

Event description:
Cannula broken off.